Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that is was imprecise. They re-calibrated the left and right trackers. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that the imaging system was slightly imprecise and needed to be re-calibrated. This issue occurred outside of procedure. There was no patient present when this issue was identified.